Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-02266. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system was inserted deep into the appendage, but not up against the back wall. A 27mm watchman ® laa closure device was then advanced. The closure device was deployed too deep, they did an aggressive tug for re-positioning, but the device was partially recaptured. A 2nd attempted was made but the deployment was too proximal. While fully recapturing the closure device a pericardial effusion was noted. A pericardiocentesis was performed on the procedure table. The patient spent the weekend in the hospital and was discharged 3 days later. No further patient complications were reported and the patient status is fine.